Manufacturer narrative:
Product analysis summary: blood residue was present throughout the inflation lumen. The stent was not present on the balloon and did not return for analysis. No deformation was apparent at the balloon during analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Kinking was visible along the hypotube; 13.8 and 20.7cm proximal to the distal tip. There was also kinking along the transitional shaft, immediately proximal the gw entry port. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident at the distal tip.

Event description:
The physician was attempting to treat a severely calcified lesion exhibiting 99% stenosis, with a moderately tortuous vessel in the rca using a resolute integrity rx drug eluting stent. There was no damage noted to the device packaging. There was no issue noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that during delivery to the cto lesion, the wires were passed and pre-dilatation was done using 3 pta balloons. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The stent could not pass through the lesion and then dislodged. The dislodged stent was removed from patient using a snare. It was also reported that the stent deformed in vivo during positioning. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy,that is, the event was procedural related and not device related. The procedure was completed without complication with three resolute integrity rx drug eluting stents implanted. No patient injury is reported.